Manufacturer narrative:
A device history record review was completed for provided material number 301948 and lot number 2108220. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team; however, the retained samples did not display any signs of leakage. Although the defect could not be confirmed through our production history review or the retained sample analysis, it is possible that the reported incident resulted from damage to the plunger component. This type of damage could result during the handling of the product through the manufacturing process or within the plunger assembly machine. If this incident were to reoccur, we would appreciate the opportunity to review the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd¿ syringe experienced leakage. The following information was provided by the initial reporter: the 20ml syringe was used to draw the liquid, but the syringe leaked and could not be used. Therefore, the syringe was changed to draw the drug, resulting in the loss of anesthetics.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.